Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The device was investigated by the customer, according to the received information the device control cable and the device control pc board was replaced. The customer was instructed to follow the troubleshooting actions from the device service manual regarding the generated alarms. The device logs were received for evaluation; but the logs were however cleared and empty as they had been downloaded after a new software installation. No conclusion could be drawn from the log evaluation and no parts have been returned for investigation either. According to the received information, the issue was resolved, and the customer closed the case. As no goods was returned for investigation, the cause to the reported issue cannot be established by this evaluation. H3 other text: 4114.

Event description:
It was reported that the ventilator alarmed for disabled valves, power and communication errors. There was no patient harm. Manufacturer ref#: (B)(4).